Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead in four pieces measuring 8.6, 8.3, 8.4 and 12.0 cm respectively. External insulation abrasion caused by friction to the device can was noted at 7.4 ¿ 7.8 cm from the distal end of the tri-furcation boot. The insulation abrasion breached the svc lumen with no damage noted to the etfe cable coating. The inner lumen was not damaged in this region.

Event description:
This report is to advise of an event observed during analysis.